Event description:
Procedure: esophagus. According to the rptr: the doctor was not aware that eeaorvil25 is only capable to use with the xl, and they used it with normal eea stapler. After approx two hours of use, the doctor finally noticed the mistake because they had difficulty connecting anvil. The tissue was damaged due to trying for a long time to complete the anastomosis, the doctor cut the tissue additionally and did a re-anastomosis with the eeaxl. Operating time was extended more than thirty minutes. There was additional tissue resection. There was no additional bleeding and nothing fell into the cavity. Pt's status is ok and no other pt info is available.

Manufacturer narrative:
(B)(4).